Manufacturer narrative:
H10: additional narratives updated h3 and h6 per new information received h3: product evaluation customer reports of stenosis and structural valve deterioration were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off and exposed the metal band around the valve on the inflow aspect. Serrated mechanical damage marks were observed on leaflet 1 near commissure 2 and did not penetrate leaflet. Cut off sewing ring fragment was not returned. Wireform was exposed on commissure 1 and around leaflet 3 on the outflow aspect.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm aortic valve was explanted after an implant duration of seven (7) years, nine (9) months due to aortic stenosis caused by structural valve deterioration. The patient presented with low left ventricular ejection fraction (27%). The explanted valve was replaced with a 21mm valve. The patient status was reported as recovering.